Manufacturer narrative:
A direct correlation between the device and the reported events leading to the patient¿s outcome could not be determined through this evaluation. An autopsy was not performed and the pump was not returned for evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Patient¿s gender was not provided. (B)(4). Approximate age of device ¿ 52 days. The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, the patient expired at home. The reason for the patient's death is unknown. The health professional was told that the patient awoke and tried to get to the restroom. The hospital staff suspects that the patient suffered a stroke, but they are unable to confirm this diagnosis. No additional information was provided.